Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
An adverse event was reported involving the medical device nr880m - enduro meniscal component f2 10mm. Specifically it was reported that a revision surgery was necessary due to a fracture of the medical device rotation axis. Following rotation axis replacement, no additional consequences for the patient were reported. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided nor available. The adverse event is filed under aesculap ag reference no. (B)(4).